Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found at home unresponsive with active low flow alarms. The patient was brought to the outside hospital (ucm) with cardiac arrest and no active power source attached. The power was restored at the clinic however, there were 25 minutes of pump off or backup battery power. The patient expired in the emergency room (ER) due to no cardiac function. Log files were submitted for review and captured low flow events on (B)(6) 2024 from 1311 through 1356 with the flow noted as low as 0.7 liters per minute (lpm). The flow recovered at that time however low voltage hazard events were noted while the patient was connected to the mobile power unit (mpu) at 1356 on (B)(6) 2024. No external power events were noted from 1356 when both power leads were disconnected until 1421 on (B)(6) 2024 when battery power was connected. During these no external power events, low flow events were again recorded with the flow noted as low as 0.7 lpm. The pump was running on the backup battery for approximately 25 minutes. The driveline was disconnected at 1427 on (B)(6) 2024. Related manufacturer reference number: 2916596-2024-01849 (mpu).

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms which appeared consistent with the reported cardiac arrest. A direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The submitted log files captured low flow alarms on 20mar2024. Of note, elevated pulsatility index (pi) values were captured during the low flow events. The pump appeared to have operated as intended at the set speed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.